Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, the first stone was captured and crushed without issue. The basket was advanced back into the choledoch to capture a second stone, but severe resistance was met and the basket failed to extend. Subsequently, the device was removed from the patient, and then the procedure was completed with a different device. Upon withdrawal, a catheter kink was noted 25cm from the distal tip and a bend was present in the handle cannula. Reportedly, no device damage was noted prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good this event has been deemed reportable based on the investigation results; side-car pushback.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.a visual examination found that the device returned with the basket retracted. Additionally, the handle cannula was bent, and the coil assembly and pullwire were bent near the distal end. Furthermore, the sheath was found to be kinked in multiple places and the guidewire lumen (sidecar) presented with pushback. The basket tip was intact. Functionally, the device was not able to be tested due to the damaged handle cannula.the condition of the returned unit was consistent with the complaint that the basket failed to extend, and the handle cannula and sheath were kinked. Additionally, the evaluation found that the sidecar rx presented with pushback. The device damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.